Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to a charge time measurement of 20.7 seconds. The monitoring voltage was 2.54 volts. A boston scientific technical services consultant recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information from the local area sales representative indicated a device replacement procedure planned to be scheduled in the near future. The device planned to be returned for analysis upon explant.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. No additional adverse patient effects were reported. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.